Manufacturer narrative:
(B)(4): the customer reported a pt monitor speaker malfunction message. It was confirmed that there was no audio sent from the monitor's speaker. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a pt monitor speaker malfunction message. It was confirmed that there was no audio sent from the monitor's speaker. No pt harm was reported.